Event description:
It was reported that a revision surgery was performed due to the mobi-c implant migrating. The implant was removed and the patient was converted to an acdf.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. H6 additional investigation type code: 4110. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device evaluation found the articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. The superior and inferior endplates and the polyethylene insert had evidence of damage consistent with impingement. Additionally, x-ray images were provided that show the lower mobi-c plate had migrated and the implant had fish mouthed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed due to the mobi-c implant migrating. The implant was removed and the patient was converted to an acdf.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.